Event description:
It was reported by the customer that when giving the vaccine to the patient the needle broke off the syringe and the vaccine spilled out. No information was received regarding a serious injury as a result of this product issue.